Event description:
Lasik surgery for farsightedness. Chronically severe dry eyes. Am unable to see in the mornings without drops. I use drops constantly. I have develop an allergy to the preservative in the eye drops so am only able to the individual vials which are expensive. I go through about 100 vials a month. My eyes burn, ache, spasm, have piercing pain and generally feel lousy every day. Lasik surgery performed (B)(4) 2001. Performed in (B)(6).